Manufacturer narrative:
Conconcomitant medical products: product ID: 3889-28, lot# va0rm3n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they were having "quite a bit of problems" with the knee replacement from 3 years prior after having the implantable neurostimulator (ins) implanted. The knee was swollen, hurting at night, and starting to feel like it did when the patient needed the knee replacement. An x-ray was taken of the knee on (B)(6) 2015, but the patient got up afterwards and noticed a sudden pain from the ins site all the way to the bottom of her foot; the patient had what was "like a pinched nerve or charley horse" where she could not walk and felt tingling on the bottom on her foot like it was asleep. Electromagnetic interference from the x-ray was alleged, noting that x-ray used external pressure near the ins site. The ins was turned off the night prior, but she still continued to have symptoms. Actions and outcome remain unknown. Follow up is being conducted to obtain additional information. Indications for use included fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the troubleshooting done for the pain at the implantable neurostimulator site was turning off the battery. The patient presented to the emergency department (ed) and pelvic x-rays showed the stimulator in place on the left side however, the patient complained of pain to the right side. When asked about the cause of the pain, the hcp noted the patient suffered from sciatica. She was being managed by neurology.